Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. Upon device interrogation it was noted that there was intermittent loss of capture on the right ventricular (rv) lead. It was also noted that there was atrial undersensing on the right atrial (ra) lead. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.